Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lot of haziness on the screen which makes it difficult to make setting changes. The customers blood glucose level was unknown at the time of incident. Customer also stated that the battery area has hairline fracture near the belt clip and the insulin pump receives no delivery alarm. Customer declined for troubleshoot. The insulin pump will not be returned for analysis.